Manufacturer narrative:
The reported event is associated with a clinical trial (B)(4) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system that used for a neuro soft tissue ablation procedure. It was reported that approximately one-month post operatively, the patient experienced behavioral changes at work resulting in a disciplinary report to be filed. The behavior was considered abnormal for the patient and did not occur prior to the procedure. The patient returned for additional testing to determine the cause of the change. An update was received that the patient described incidents where they were caught yawning or stretching during meetings and saying comments to staff that were patronizing and unprofessional.  Patient describes this behavioral change as not their normal way of conducting themselves at their job. The outcome to this patient was unresolved and further actions or treatment were originally planned. Per the investigator, the relatedness to the procedure was unknown; however, this event was reportedly not related to the thermal therapy system. Medtronic since received additional regarding impacts to the patient including: hospitalization, emergency department, urgent care, clinic/office visit. After a one-hour office visit with the primary care physician the patient was discharged home. The patient also reportedly had an additional office visit with the primary care physician that lasted one minute. The patient was then discharged home. Medtronic received additional information that the patient was evaluated at their last visit. It was reported that after surgery, the patient had some issues with inappropriate humor at work that have improved, although part of that may be from working from home.  The patient has noted heightened emotional awareness in his personal life as well. Based on the information that has been provided, it is not known if further action is planned with this patient.

Manufacturer narrative:
Additional information: see event date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received clarification that the event was unresolved with further action or treatment planned.